Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer was implanted on (B)(6) 2014 with two microelectrodes being inserted on the right followed by the deep brain stimulator (dbs), and then one microelectrode was inserted on the left side followed by the dbs. After surgery the consumer suddenly couldn¿t speak and an examination was conducted after it was determined that was abnormal. When the consumer was examined a hemorrhage was identified on the left side. It was a small hemorrhage so it was thought it could be stopped, but couldn¿t be because the scope widened so a hematoma evacuation was done. Following this the consumer was bedridden, had aphasia, and difficulty swallowing. After being discharged from the hospital the consumer was hospitalized by another doctor but passed away as a result of pneumonia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported on (B)(6) 2014 a deep brain stimulator (dbs) system was implanted due to dystonia. During the procedure while the electrode conductor was being inserted into the left internal globus pallidus, wide-ranging bleeding occurred (a cerebral hemorrhage) around the left internal globus pallidus. On (B)(6) 2014 the consumer was transferred to the hospital for rehabilitation. It was further reported an intrathecal baclofen (itb) system was implanted on (B)(6) 2015 due to spastic paralysis in the right half of the body. After the bleeding previously mentioned the consumer experienced aphasia, "difficulty deglutition," and was bedridden. After the consumer was discharged from the hospital they were admitted to another hospital for treatment around (B)(6) 2016, but died of pneumonia on (B)(6) 2016. It was noted the adverse event was unrelated to the itb therapy.

Event description:
Additional information received from the healthcare provider (hcp) reported the cerebral hemorrhage occurred on (B)(6) 2014 which was the same day they had the deep brain stimulator implanted along with a same day thrombectomy. It was noted the consumer had no other past medical history to note. It was noted the consumer had an intrathecal baclofen pump implanted with gabalon being used, but it hadn't changed and was unrelated to the consumer's death. It was unknown if an autopsy took place.

Manufacturer narrative:
Corrected information: sex .

Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3708695, lot# nkn081691v, product type: extension. Product ID: 3708660, lot# nkn083955v, product type: extension. Product ID: 3387-28, lot# 0207250810, implanted: (B)(6) 2014, product type: lead. Product ID: 3387-28, lot# 0208413582, implanted: (B)(6) 2014, product type: lead.